Event description:
A aneurx bifurcated stent graft of unknown size and its components were inserted in a pt for endovascular treatment of an abdominal aortic aneurym in 2001. Vessel morphology was reported to be not exceptionally tortuous or calcified. Aneurysm size is unknown. It was reported that a 16 french sheath was used during the procedure. The physician pulled the sheath back to deploy the stent graft. As the deployment handle crack was turned, a pop was heard, and the device failed to deploy. When the delivery catheter was removed from the sheath, the valve of the sheath came out. It was reported that the graft cover was found to be stretched and damaged. A 16 mm diameter x 115 cm length iliac limb was successfully used to complete the case. No additional clinical sequelae was reported, and the pt is reported to be fine. The cook sheath was returned to the MFR. Receipt of the delivery catheter by medtronic ave in pending.